Event description:
A ring from the sponge broke off into a pt. Phone contact with the operating room revealed that the sponge did not break off into a pt, the ring was noted as broken while the sponge was in use. The parts of the ring were easily found. The physician ordered an x-ray just to be sure there were no parts of the ring within the pt. The x-ray was negative for foreign body and no untoward effects are anticipated for the pt.